Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that there was a type I endoleak. It was reported that the physician requested a talent aortic cuff and was implanted in 2003 and the endoleak resolved. No additional sequelae were reported and the pt is reported to be fine.